Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 14feb2018 as follows: pt allegedly received an implant on (B)(6) 2007 via the right common femoral vein as prophylaxis prior to bariatric procedure. Pt is alleging filter in place more than 90 days, too risky to attempt retrieval.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther: unable to retrieve". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges the device is embedded, heavily scarred and fibrosed main body of the ivc filter, occluded filter. The patient further alleged complex removal, pain, fear, and vein stenting. A percutaneous removal on (B)(6) 2018 due to occluded filter with chronic ilian vein thrombosis was reported. (B)(6) 2018, per a report from retrieval report (successful); ¿findings: heavily scarred and fibrosed main body of the inferior vena cava filter as well as the proximal hook. Proximal combated within wall of inferior vena cava making retrieval very complex". Quote 2: "all wires catheters and sheaths were removed and a 4-0 monocryl suture was used for closure of the access site in the patient¿s right neck. The patient will return to the hybrid operating room next week for re-cannulation of the left common iliac vein with stenting.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b1, b2, b5, b6, b7, and h6. Investigation the following allegations have been investigated: complex removal, embedment, scarred/fibrosed body, occluded, pain/fear, vein stent. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. The additional information regarding complex removal does not change the previous investigation results for unable to retrieve. Unknown if the reported scarred/fibrosed body, pain/fear, vein stent are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-fem) lot#: e1997036 (1865886rx), nor filter tulip lot#: 1406845, e2004495, e2004493. One other complaint was received on this lot (pr197804) however, this was related to a different issue (tilt, vena cava perforation, anxiety; back, leg and, neck pain) why no evidence to suggest that device was not manufactured according to specifications. Product is manufactured and inspected according a44118 (device mi), 1000384qc (device qci), a41935 (tulip mi), a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.